Event description:
It was reported that pump displayed malfunction code ¿malf 0¿ with no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction code, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.